Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a thoracic ulcer. It was reported that during the index procedure, after the delivery system deployed the graft cover, difficulties to slide and deploy the graft were encountered. It was stated that the screw rod could not slide back and forth, so the screw rod was violently opened with surgical forceps and it could be deployed and the delivery system was then withdrawn. As per the physician, cause of the event was product issue. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider in the home position. The back-end components were damaged and detached with a kink evident to the peek tube at the detachment site. No resistance was noted when moving the tip capture mechanism and the t-bar. The handle was disassembled; residue was observed on the peek tubing. The silicone seal was removed; visual inspection confirmed a section of the seal had detached and adhered to the peek lumen. Damage was observed to the peek tubing at the back end of the delivery system. The reported deployment/expansion issue can be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.